Event description:
Per faxed medwatch report account states: "18 gauge needles used to administer medications via injection site. When withdrawing needle, the injection port balloons out or becomes unseated thus compromising the integrity of the line." Account reports they were using a 'pentothal redimixed syringe.' Account reports no pt injury.